Event description:
Baxter sales representative contacted corporate product surveillance on 10 may 2010 to communicate a report received from customer by e-mail pertaining to intermate lv 100 system. According to the report "when balloon deflates, it is sticking to the hard plastic center of balloon. It ruptures balloon and medicine is going out into the plastic bottle (intermate)". Additional information was supplied from the customer. According to the customer, the devices are stored at the pharmacy under fluorescent lighting. This device was initially filled with 150 ml (mililiter) of vancomycin (app pharmaceuticals manufacturer, 10mg (miligram)/ml concentration); however, the order changed for this particular patient (150 ml to 100 ml) so the pharmacist emptied/drained 50ml of the vancomycin by using a 60 ml syringe and allowing 50 ml to flow into it. The pharmacist stated this solution was not pulled using the syringe. The solution was prepped on 29 april 2010 and stored in the refrigerator. Therapy began on (B)(6) 2010. The customer stated the reservoir formed into a "footed" position and ruptured. Roughly 10-15 ml of solution remains in the housing. There was no patient injury, adverse event or medical intervention associated with this report. No other information was available.

Manufacturer narrative:
(B)(4). A used sample was received and evaluated by baxter. The reported condition was confirmed. The assignable cause is a manufacturing defect. The sample will be discarded since this is a single-use product.